Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a missing serial port cap. This condition might be the result of the mishandling of the device. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller had a missing port cap from the monitor connector port.  No additional information provided.